Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device didn't deliver energy and discharged on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation; instead the data file was received for evaluation. The reported malfunction was observed during review of the data file with entries of ECG lead fault and artifact throughout the beginning of the case. Review of the data file during the second charge attempt shows evidence that a new charge energy level was selected. The file showed the device charged to the selected energy until a new energy level was selected. There is no evidence in the data file to suggest a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device didn't deliver energy and internally discharged the energy during trouble-shooting of the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.